Manufacturer narrative:
It was reported the medics did not ensure the safety bar engaged the safety hook resulting in the cot dropping out of the back of the ambulance. The electronics housing cracked on impact causing exposed sharp edges.

Event description:
It was reported by service report that the cot was dropped out of the back of the ambulance and electronics housing was broken. Sharp edges were reported. No pt involvement or adverse consequences are reported.